Event description:
The staff were inserting a foley this morning. When they went to instill the balloon port, the sterile water leaked out the side of the tubing close to where the balloon port and the drainage port separate.